Event description:
(B)(4) has received an attorney letter and a notice of possible claim from a law firm about an incident involving a shower chair allegedly imported and distributed by (B)(4). The attorney stated that the claimant was a guest at a hotel in (B)(6). When he attempted to use the shower chair provide by the hotel, the chair collapsed causing him to fall and sustain serious injuries. Drive medical had reached out to the attorney office investigate the incident. Allegedly the claimant received a compression fracture on his tailbone with bruises and bumps. This MDR report is based on the information provided by claimant's attorney.